Event description:
In spite of communication that the product had been discarded, the lead was later returned and analysis performed.

Event description:
Boston scientific received information that this left ventricular (lv) lead may have dislodged into the coronary sinus and was not capturing. A lead revision procedure was postponed due to a non-device related patient condition. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon return to the post market laboratory this lead was thoroughly analyzed. Visual inspection confirmed a complete lead, severed into two segments approximately 7.4 cm from the terminal pin. No irregularities were noted at the tip/electrode section of lead. Both sections were electrically tested, confirming normal electrical integrity. No further testing was performed. Laboratory analysis of the returned segments was unable to confirm the reported clinical allegations. No irregularities were observed at the tip section of lead that would have caused or contributed to product dislodgment.

Event description:
Subsequently, intervention was performed and the lead was explanted. Another boston scientific left ventricular lead was successfully implanted. The explanted lead was discarded at the medical facility.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.